Manufacturer narrative:
Unable to perform retain testing since product expired on 15sep2015. Complaint was reported on 24nov2015. Ocd performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Ocd representative contacted cts to report potential missed anti-e at customers facility. Cts contacted customer directly multiple times and technologist unknown of event and supervisor not available to gather further information. Initially no lot numbers, date of events, or reactions given to ocd. Customer has not called in previously concerning this event. Customer will retrieve the information needed and will communicate with cts as soon as information is retrieved. Cts will attach further information when received. Customer was contacted and reported a false negative when testing a single patient sample with 0.8% resolve a panel vra230 exp:09/15/2015 with all negative results and then followed up with a 0.8% resolve panel b. Customer tested with anti-igg gel cards. Customer reports sister facility, identified anti-e when testing with the peg enhancement. Customer initially tested with 0.8% surgicreen screening cellls on same mts igg gel cards with a positive 1+ reaction on cell # 2. Customer reports no biased results reported since it was confirmed at sister facility and no transfusion given to patient. Customer reports quality control not affected. Sister facility reports dat negative, method, lot numbers, products not provided. Customer reports patient had no previous history. Customer states that they are reporting event to health authorities. Customer reports patient was not transfused. Customer assumes all products were stored and inspected as per IFU at time of testing. Cts advised customer investigation will be limited due to expired panels and reagents. Customer understood and intention was too provide information to ocd for awareness.